Event description:
It was reported that during an arthroscopy, the pump's flow rate suddenly increased from 200 ml/min to 1600 ml/min. This resulted in a brief period of high pressure in the patient's shoulder. There was no harm for patient, operator or third party reported. No further information was received. Update 27-feb-2026 - further information was received: it was reported that during a shoulder arthroscopy, the pump's flow rate suddenly increased from 200 ml/min to 1600 ml/min. This resulted in a brief period of high pressure in the patient's shoulder. The patient experienced temporary swelling of the shoulder due to the water, but no permanent damage. The surgery was finished successfully with a new device (ar-6420) with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 09-mar-2026 - further information was received: the swelling in the shoulder disappeared on its own, did not persist and the patient did not stay longer in the hospital. No further problems or compartment syndrome occurred.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.